Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-06813. It was reported the patient (B)(6) experienced loss of stimulation. Diagnostics indicated high impedance values. Subsequently, surgical intervention was undertaken during which the ipg would not communicate with multiple external devices. The patient stated having recharged it successfully two weeks ago. As such, the extension and ipg were explanted and replaced which resolved the issues.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-06813.